Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis experienced right sided deflation post procedure. The deflation was diagnosed at the physician¿s office. As a result, an explant is planned for (B)(6) 2022. A previous deflation event with this patient was reported under 1645337-2021-05511.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Nonconformances were identified and will be handled through the quality system. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2022. (FDA correction/ removal reporting no.): (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Nonconformances were identified and will be handled through the quality system. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2022. (FDA correction/ removal reporting no.): 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis experienced right sided deflation post procedure. The deflation was diagnosed at the physician¿s office. As a result, an explant is planned for (B)(6) 2022. A previous deflation event with this patient was reported under 1645337-2021-05511.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on september 22, 2022. The investigation of the returned device was completed by the failure analysis lab on september 30, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 5, 2022. The explant date was clarified to be (B)(6) 2022. Replacement with mentor gel was to be performed with explant. Manufacturer¿s reference number: (B)(4).